Manufacturer narrative:
Additional information was received on sep 08, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging headaches, lightheaded and black residue in chamber and mask related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an exterior investigation, the manufacturer observed that there was unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd (secure digital) card or filter. There was an unknown dust contaminate present at the air inlet where the filter would be. There is unknown dust/dirt particle contamination observed at the iso (international organization for standardization) port entrance. During an interior investigation, the manufacturer observed that there was unknown debris in the tracks of the ui (user interface) panel. There was an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, and blower impeller. A keratin-like substance was observed near the blower box housing outlet. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The secondary findings were observed that a keratin-like substance was observed around the blower box outlet. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058